Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00572. It was reported the patient experienced ineffective stimulation due to lead migration and the ipg was tilted. Surgical intervention took place on (B)(6) 2024 wherein the lead was explanted and replaced and the ipg was repositioned in the pocket site. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.